Event description:
The patient's nurse reported the patient was hospitalized for 2 days on (B)(6) 2010 with ketoacidosis. His blood glucose measured 257 mg/dl. He switched to injection therapy. No further information is available. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.